Event description:
The customer reported that she had a car accident, gone to the emergency room, and the ambulance came to her house. The caller experienced low blood glucose for the past several days. The blood glucose reading at time of admission was unsure if it was 16, 29 or 39mg/dl. The customer was the driver at time of the accident. Troubleshooting was performed. Reviewed the customer's recent events and found that she over bolused. The device was not exposed to a high magnetic field. The customer mentioned that after exercising in the morning her blood glucose drops by 75 points. Reviewed the alarm history and found low battery. Advised the caller that the battery last more than a week. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.